Event description:
This is a spontaneous report from a consumer in the USA of a failed kidney from transplant, swelled kidney and peritonitis in male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Action taken with the dianeal therapies was not reported. On an unreported date, the patient had undergone kidney transplantation which failed. The transplanted kidney was supposed to shrivel but instead the kidney got swollen and had to be removed. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. Treatment was not reported for the events. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number 12d16h10. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.